Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that during the procedure in 2008, a 3.5 x 12 mm xience v stent was deployed in the proximal left anterior descending artery (lad) lesion and a dissection occurred. The dissection had to be treated with an add'l bailout stent (2.75 x 12 mm xience v). The procedure continued and a 2.5 x 08 mm xience v stent and a 2.5 x 12 mm xience v stent were both deployed in the 2nd obtuse marginal branch. There was no add'l event or pt info available.

Manufacturer narrative:
Results and conclusion summation - dissection is a known possible outcome of coronary stenting procedures, and is listed in the product IFU as a potential adverse event. Additionally, the instructions for use states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel, requiring additional intervention." There was no report of any difficulties experienced advancing the sds or deploying the stent. Additionally, there was no note of any damage to the product prior to the procedure. Thus, though a cause for the dissection cannot be determined, there are no indications of any quality issues, which could have contributed to the outcome of the procedure.